Event description:
In 1994 pt had total knee arthroplasty in both the left and right knee. Seven years eight months post-op, pt began experiencing pain in the right knee. In 2001 x-rays showed tibial loosening. Pt was revised 2 months later.